Event description:
A malfunction was reported on the pump, identified with malfunction code malf 5. There was no adverse impact to the customer¿s blood glucose level. Customer service provided instructions to reset the pump, which successfully resolved the issue, and the customer was able to continue using the pump without recurrence of the malfunction. The customer was advised to call back if the issue arises again and confirmed their understanding of these instructions.